Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak after cancelling pd treatment. The patient¿s caregiver reported that during fill 1 of 5 there was an air detected in cassette warning given. After cancelling the pd treatment, the caregiver discovered a fluid leak inside of the cassette door of the cycler. The fluid was noted in the pump module and on the cassette. The patient was advised to discontinue the use of the cycler and follow up with their peritoneal dialysis nurse (pdrn). In a follow up, the patient¿s caregiver reported that there were no developments of any symptoms, adverse events, injuries, or required medical interventions as a result of the reported events. The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did go to the dialysis clinic to receive a routine prophylactic treatment with antibiotics the following day. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
H.3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical there were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The patient sensors passed. The system air leak passed. The valve actuation passed. The accelerated stress test was performed without any failures or problems. There were no fluid leaks in the test cassette during the test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. Fluid in the hp2 and hp3 filter is a related failure to the reported symptom code air detected in cassette warning. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak after cancelling pd treatment. The patient¿s caregiver reported that during fill 1 of 5 there was an air detected in cassette warning given. After cancelling the pd treatment, the caregiver discovered a fluid leak inside of the cassette door of the cycler. The fluid was noted in the pump module and on the cassette. The patient was advised to discontinue the use of the cycler and follow up with their peritoneal dialysis nurse (pdrn). In a follow up, the patient¿s caregiver reported that there were no developments of any symptoms, adverse events, injuries, or required medical interventions as a result of the reported events. The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did go to the dialysis clinic to receive a routine prophylactic treatment with antibiotics the following day. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.